Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the suture passer nitinol wire from an ar-1588btb-ib tightrope ii btb reconstruction with internalbrace ligament augmentation repair kit broke as the suture tail was being passed through. The case was completed using another tightrope on the other side of the graft. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.